Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack. The review identified that once a new battery was installed and a manual self test run the AED was functioning as designed and could stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.